Manufacturer narrative:
Customer has indicated that the location of the device is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the patient that she underwent a mara ablation in (B)(6) 2022 to treat her fibroids. Patient states that she could not tolerate the pain of the procedure after thirty seconds, so the procedure was aborted prematurely. However, patient says that the procedure stopped her bleeding completely. Eight months post procedure, patient states that she experienced horrible pelvic pain. Upon consultation, patient claims that she was told that the procedure had failed and that she had half a liter of blood in her abdomen. Blood was drained. Patient allegedly told to take hormones to stop the bleeding until she reached full menopause or had a hysterectomy. Follow-up with patient conducted, but no additional information was available. 1216677-2023-00133 ddk-16-050 mara probe 2023-09-0000466.

Event description:
No additional information is available.

Manufacturer narrative:
Distribution history: the complaint product was manufactured at csi on 01/07/2021 under work order (B)(4). Manufacturing record review: DHR was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history record not applicable to this product. Historical complaint review: a review of the 2-year complaint history did not show similar reported complaint condition. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the unit/product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: no definitive root cause for this issue could be reliably determined at this time, since the product was not returned for investigation nor verification. With the information provided, a root cause analysis cannot be definitively performed. It is unknown if the customer used a sizer (kcp) to determine the proper size koh-efficient to use. This is listed under the dfu of the product (archkohadv-dfu). As a way of improving the manufacturing process, csi stafford has implemented 100% in process inspection of the product via bend testing and pull testing, followed by an aql qc inspection requiring the that the units also pass a bend and pull test. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the root cause cannot be reliably determined with the information provided.